Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. No excessive no delivery alarm noted. Motor tested outside of device and passed. Minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer stated that she went to the clinic. Customer took a manual injection. Customer stated that the alarm occurred during a bolus. Customer found a no delivery alarm in the pump about 15 minutes before the motor error occurred. Customer was not aware of the no delivery alarm. Customer stated that she did not change her infusion set. Customer does not want to return the infusion set or the reservoir for analysis. Customer stated that she was able to complete the rewind sequence. Customer confirmed that she has not been hospitalized or treated at the clinic. She was only there for a regular visit and to start the back-up plan. Insulin pump will be replaced. No additional information provided.